Event description:
It was reported that two parts of the peel-away sheath was found bulged upon opening the package. Therefore, a new kit was used instead. No photo is available. No damage to the package prior opening.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away with dilator assembly. No definite signs of use were observed on the returned components. Visual analysis revealed that the sheath tip was crimped/folded. Additionally, it was noted that the sheath body was folded. Both damages are consistent with undue force used during an attempted insertion. No other defects were observed with the dilator. The sheath length from the tabs to the tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter measured 0.0772", which is within the specification limits of 0.075"-0.081" per the sheath extrusion product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the crimping. The dilator outer diameter measured 0.05945", which is within the specification limits of 0.059"-0.061" per the dilator extrusion product drawing. The dilator was removed and reinserted back into the sheath. Minor resistance was encountered at the locations of the sheath damage. Despite this, the dilator was able to pass through the tip. Performed per IFU statement , "quickly occlude sheath end upon removal of dilator and guidewire to reduce risk of air entry." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states , "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report of a peel-away tip damage was confirmed through complaint investigation. Visual analysis revealed that the sheath tip was crimped/folded. The appearance of the damage is consistent with damage resulting from undue force applied during an attempted insertion. Despite the damage, the sheath and the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that two parts of the peel-away sheath was found bulged upon opening the package. Therefore, a new kit was used instead. No photo is available. No damage to the package prior opening.